Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited high impedance consistently. The leadless ipg was removed and replaced. No patient complications have been reported as a result of this event.